Event description:
On (B)(6) 2012, a physician reported that she increased the output current from 2.5 ma to 2.75 ma in response to the patient's seizure cluster on tuesday ((B)(6) 2012) and received an error message while trying to run system diagnostics at the increased output current. She observed the following error message: "programmed current is possibly not being delivered at the specified level (possibly limited by battery voltage, lead impedance, or other reason)." The results indicated "output status=low"; and that the system diagnostic was running at 2.50 ma instead of the programmed 2.75 ma. The patient was then programmed to an output current of 2.50 ma, and system diagnostics were run again with normal results. Intentional adjustments were made to the patient's normal mode on time to compensate for being unable to increase the patient's output current. The physician stated that the seizure cluster on (B)(6) 2012 was not an increase in seizures as the patient has a lot of seizures in general.

Manufacturer narrative:
.